Event description:
The site reported that the pt sustained blisters on the stomach, approximately 5 to 6 inches in size 4 days after a mr hip exam was performed in 2009. The pt was in the bore for 30 minutes while being monitored by the technologist. Padding was reportedly applied on both sides of the pt during the exam. During and soon after the exam, there was no complaint received from the pt with respect to burn. The pt was seen in urgent care and was prescribed antibiotics and aloe vera cream. The site indicated that the pt had metal screw implants on the lumbar. Additionally, no foreign body was detected on the pt's abdomen following an x-ray exam. The pulse sequences used during the exam were the following: fse, spin echo, stir. Series durations were the following: loc-12sec, loc-12sec, cor t1-4:45min, cor stir-5:30 min, ax t1-3:01 min, ax t2-4:01 min, ax stir-4:57 min, ax obl t1-4:23 min, ax obl t2-2:30 min.

Manufacturer narrative:
Investigation is ongoing.